Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of the peritonitis event was unknown. In the same month as the onset, the pt was hospitalized for the event. On an unreported date, the pt was treated with vancomycin and ceftazidime intraperitoneally (dose and frequency unspecified). Three days after hospitalization, the pt was discharged. At the time of this report, the pt was recovered from the peritonitis event. Additional information was requested but was not available. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number gd896290 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up will be submitted. Same pt as (B)(4).